Event description:
It was reported that during a da vinci si hysterectomy procedure, the site's electrical surgical unit would not function while connected to the system and the site was unable to take control of 2 of the patient side manipulator (psm) arms. Unable to resolve the issues and prior to contacting isi for technical support assistance, the surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the cautery issue experienced by the site was associated personality module energy device (pmed) and the issue with the patient side manipulator (psm) arms were associated with the camera arm setup joint (suj) potentiometer. The suj is a non-motorized mechanical arm which the surgical team moves to position and support a patient side manipulator (psm) or endoscopic camera manipulator (ecm). It transmits information to and from the manipulator and from its own joint positions to the remote arm controller. The system was repaired by replacing the affected suj. The pmed is designed to interface and to control functions within various cautery generators or esu's (electro-surgical unit), which are activated by a foot pedal switch. The pmed provides enhanced control, enables multiple pedal inputs, multiple or expanded generator control and system visibility of foot pedal stimulus. The system was repaired by replacing the affected pmed and potentiometer. As of may 4, 2012, there have been no reported recurrences of the issue at this hospital.